Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a onetouch ultraeasy meter, performed within 30 minutes of each other. The comparisons provided were "122 v 87 mg/dl", "133 v 104 mg/dl" and "137 v 92 mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.